Manufacturer narrative:
Procedure (B)(6) was reviewed, and poor suction ring placement and ineffective lock led to excessive eye movement during the cap creation. This could easily lead to a capsulotomy tear. No further clinical follow up.

Event description:
P1008 - n/a - issue: on 01/03/2024, while cas was on-site, dr. (B)(6) reported that during procedure ID # (B)(6), the patient moved during the capsulotomy which caused him to abort the procedure. Dr noted he was able to remove the capsulotomy without issue, but when placing the iol, he noted there was a large tear in the capsulotomy. Site is seeking review of the procedure.